Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was there was leak from a hole in the patient line tubing. The hole in the tubing was made by an animal which chewed the tubing in the patient line. Renal therapy services (rts) assisted the patient with removing the supplies and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h3: evaluation summary attached: (remove yes, as reported on the initial). H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported due to a hole in the patient line tubing which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.